Event description:
At 11:00pm, the device was set to deliver a solution of potassium with a rate of 85 ml/hr in standard mode. Reportedly, the device was alarming and the rate displayed to 999ml/hr at 2:00am. The patient was in respiratory distress and, subsequently, placed on a ventilator. The hospital reports that the patient is "okay" now. There was no injury.